Manufacturer narrative:
Additional narratives: calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 27mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 7 years, 10 months due to calcification and severe stenosis. The patient presented with hfref. The surgical valve was fractured and a 26mm transcatheter valve was implanted. The patient was discharged on pod #1.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. The most likely cause is patient factors, including coronary artery disease (cad), hyperlipidemia (hld), and diabetes mellitus type ii (dm ii). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.